Event description:
While attempting to disconnect IV tubing from PICC lumen, male end of tubing became broken off inside female end of PICC lumen. Lumen was clamped off and silk tape placed over uncovered lumen by staff nurse caring for pt. No patient harm. Tubing/PICC not saved for evaluation.